Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited noise and low impedance. An insulation breach was suspected and the patient felt fatigued. The lead was capped and replaced. The patient was stable.